Manufacturer narrative:
Device received with a critical pump error (open book error) and a pump error 35 found in the long trace file. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error broken force sensor was detected during seating. Customer's blood glucose level was 115 mg/dl. Customer also stated that the insulin pump was not exposed to a high magnetic field and they were unable to clear the alarm. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to the backup plan as per health care professional care. The device will be returned for analysis.